Event description:
It was observed during device evaluation that the monitor had image noise that resulted in no image. There was no patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "noise image/ no image "malfunction would likely be a failure of the printed circuit board. Olympus will continue to monitor field performance for this device.